Event description:
Information was received that high impedance >9000 ohms was seen on the patient¿s m1000 generator. This is likely a continuation of the patient¿s past fluctuating high impedance since the affected lead is still implanted in the patient. No known surgical intervention for the lead has occurred to date.

Event description:
Generator was explanted and returned due to premature end of life (captured in MFR report #1644487-2018-02279. Product analysis was completed for the generator. Review of the data dump associated with generator product analysis revealed high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.